Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The separation and entrapment with the stent were confirmed. The expired use was confirmed based on the expiration date listed on the returned product label/packaging. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It should be noted that the ht guide wires instructions for use (IFU) states: ¿refer to the device label for any additional product-specific indications that may apply.¿ the ¿use by¿ symbol of the label indicates the expiration date. In this case, it could not be determined if using the guide wire use after the expiration date contributed to the difficulties. Based on the information provided, the investigation determined the reported incident was due the circumstances of the procedure. In this case, the separation was a result of damage to the wire during the insertion process after becoming entangled with the previously implanted stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the circumflex artery. A ht 014 balance guide wire was unpacked; however, it was noted that the tip was kinked. The guide wire was not used and there was no patient involvement. A second ht 014 balance guide wire was advanced to the lesion without resistance. The guide wire tip became entangled with an unspecified deployed stent and the tip separated. A snare was used to successfully remove the separated tip from the patient anatomy. The procedure was concluded. Additionally, the second guide wire was used after expiration. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.